Event description:
It was reported that during a cryo ablation procedure after inserting the sheath into the left atrium and removing the dilator and guidewire, it was not possible to aspirate and flush the sheath without creating bubbles. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 106e2 (serial: (B)(6); product type: 0628-console, spare parts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that bubbles were found in the side port tubing of the sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 12fcc20 sheath with lot number 0012788582 was returned and analyzed. Visual inspection of the shaft area was performed. No anomalies were identified. The shaft was intact with no apparent issue. No kink or any damage was observed on the surface. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The steering mechanism and deflection test were performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test and the aspiration test were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. The syringe pressure test was conducted at a flow rate 2ml/min was in acceptable range. Verification testing confirmed that the tubing continued to allow fluid flow and that the device functioned as intended. In conclusion, the reported issues (unable to aspirate, flush blocked and air ingress during aspiration) could not be assessed through analysis and not reproduced during testing. The sheath failed return inspection due to a kink at the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.